Manufacturer narrative:
Granulomas that appear months after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. Biofilms that appear months after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during the injection during injection and/or posttreatment care. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products. In this case, a dental procedure might have triggered these adverse reactions.

Event description:
On november 29, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. A patient was injected on (B)(6) 2023, with 1 ml of teosyal rha 4 in the nasolabial folds. The injection was performed with a canula, using the retrotracing technique. According to her medical history, she had been injected with two other hyaluronic acid dermal fillers (rha 4 and a filler from another brand) in 2022 in the nasolabial folds, lips, and barcode without presenting with any adverse reactions. In addition, on (B)(6) 2023, she underwent a dental procedure, after which she started presenting with an induration in both nasolabial folds. Approximately 5 months after the injection, in (B)(6) 2023, the patient presented with a mild palpable induration on both nasolabial folds, accompanied by neither warmth nor erythema. The injector performed an ultrasound test, which showed a granulomatous reaction on both nasolabial folds. On 5-11-2023, we were informed that one of our local medical experts contacted the patient. On december 12, 2023, we were informed that the medical expert diagnosed a possible biofilm and recommended antibiotics, probiotics, gastric protectors, and hyaluronidase as treatment. At the moment of this report, no further information had been provided.